Event description:
It was reported that the user performed a rushed supply change and later discovered the needle guard had not been removed, resulting in an incompletely inserted steel infusion set and loss of insulin delivery; after guided troubleshooting and a full infusion set replacement with tubing fill and cannula fill, insulin delivery was resumed, and a subsequent connector and infusion set change was completed using the same cartridge. Symptoms included hyperglycemia with glucose values reported up to 469 mg/dl and feelings of dryness and thirst. Outcomes included use of a subcutaneous fast-acting insulin injection and temporary suspension of pump insulin with later resumption, without hospitalization or professional medical intervention. Investigation included technical support review, stepwise verification of infusion set installation, tubing priming, cannula fill, and confirmation of downward glucose trend after corrective actions. Investigation of this case revealed an infusion set deployment error and/or connector attachment issue that interrupted insulin delivery, which resolved after proper installation of the steel 6 mm infusion set and reconnection. It was concluded, based on previously established findings for similar reports, that user setup error related to infusion set insertion and connector attachment was the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.